Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system on (B)(6) 2007. It was reported that the patient has not felt stimulation for about 6 months. Her programmer was not functional as well. Several attempts to resolve the issue had been unsuccessful because of difficulties in contacting the patient. No further information is available at this time.